Manufacturer narrative:
Retainer ring = black. Device received with blank display after battery insertion. Current is being drawn when using the battery simulator. Swapped lcd assembly and the display did not power on. Swapped with electrical board 1 assembly and the lcd display turned on. Blank display due to severe corrosion on the power supply circuitry on electrical board 1 (q20 and q21 was severely corroded that the solder joints broke off and they are loose components). Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to blank display. Unable to verify battery power loss anomalies due to blank display. Device received with missing segments/partial display after swapping electrical board 1. Unable to download with thus software due to display anomaly. Display anomaly due to severe corrosion on electrical board 2 with the main microcontroller and serial flash circuitry (r9, c40 and d1 have broken off due to severe corrosion). Tested with a test p-cap and the test p-cap locked in place properly. Device received with stained keypad overlay buttons, pillowing keypad overlay, scratched display window cover, faded/stained/peeling serial number label, peeling/fading end cap address label, cracked case at belt clip rail corner, cracked battery tube threads and scratched case. Severe corrosion on motor assembly, electrical board 2 and force sensor assembly noted during visual inspection of the electronics. Corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump died out after exposed to moisture. Customer reported fluid under the liquid crystal display. Customer stated insulin pump was not dropped and did not have any crack on it. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.